Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited noise, inappropriate ams episodes, and cross talk anomaly. No intervention was performed. No further information was available.